Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
(B)(4). Revision surgery at 1 year post-op for conversion of resurfacing head to tsa.

Manufacturer narrative:
The part removed from the patient was not returned to tornier. Root cause of reported event could not be determined. This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery at 1 year post-op for conversion of resurfacing head to tsa. Study ID: (B)(4).